Manufacturer narrative:
The insulin pump was programmed and monitored for 2 days with no blank display noted. All operating currents are within specification. No unexpected low battery alarm noted. The off no power alarm functions properly. Unit passed the displacement test, rewind, basic occlusion, occlusion, prime and the excessive no delivery test. Unit had cracked case at display window corner and cracked reservoir tube lip. No damage noted on isolation tape.

Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that the customer had high blood glucose levels and treated with a manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.